Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced a broken handle on the workstation and the c-arm and adjusted the 5vdc power supply. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a communication failed error message. No pt injury was reported.